Manufacturer narrative:
Unit received with all buttons responding properly. No unexpected ramping display anomalies noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/force sensor system test due to loose/flush drive support disk. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip. Unit received with minor scratches on display window.

Event description:
It was reported that the customer experienced a keypad anomaly. The customer stated that the numbers on the insulin pump were ramping on their own and without input from the user. The customer's blood glucose was 400 mg/dl. The customer treated herself with manual injections but did not believe it was working to lower her blood glucose. The customer further stated that she was trying to prime and would not allow her to stop. The customer stated that insulin was coming out. The customer had also received a motor error alarm. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised customer that the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.